Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an error message on the adc device and the device did not work after the ¿countdown of 60 minutes¿. Therefore, the customer was unable to obtain sensor scans and as a result, the customer experienced a loss of consciousness. The customer further reported being unable to self-treat however, there was no report of third-party medical treatment for the reported issue. No further information was provided. There was no report of death or permanent injury associated with this event.